Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Troubleshooting was performed, and the time was not programmed correctly. Also, the insulin pump had a crack on the casing. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.